Event description:
It was reported patient underwent an initial left hip arthroplasty in 2005. Subsequently, patient was revised on (B)(6) 2015 due to pain. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Event date - (B)(6) 2015 or remains implanted. Explant date - (B)(6) 2015 or remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2015-02794-1 / 2016-01647 / 2016-01648 / 2016-01649). Product location unknown.

Event description:
It was reported that patient underwent a revision procedure approximately ten (10) years post-implantation due to pain. During the procedure, the modular head and acetabular cup were removed and replaced. Patient's legal counsel reported that patient underwent a revision procedure approximately ten (10) years post-implantation due to pain, weakness numbness, tingling around left hip, unable to bear weight on left leg, elevated metal ions, metal debris, metallosis, and a lack of acetabular bone ingrowth. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." The following could not be completed due to the part/lot information could be: catalog number - 11-173662, lot number - 456500, expiration date - jun 30, 2015, date implanted - (B)(6) 2005, manufacture date ¿ jun 20, 2005 or the part/lot information could be: catalog number - 11-173661, lot number - 899250, expiration date - april 30, 2015, date implanted - (B)(6) 2005, manufacture date ¿ april 20, 2005.